Event description:
Significant quality problems with medtronic quickset mmt-396 infusion sets. Today, I used a new one, and it began leaking from the connector. Other times, the tubing has separated from the connector or from the reservoir. Sometimes, with a new set, the connector cannot be disconnected. Other times, it will not remain connected. This has happened with the last three boxes I have used.